Event description:
Event description guidant received information that there was a documented pause in pacing for this system of up to 9 seconds. There are no reports of adverse patient effects associated with this clinical observation.